Event description:
The call was about the patient programmer. The caller reported not being able to adjust stimulation. The caller reported that the patient said device is not working and the caller was unable to communicate with patient programmer. Tech services reviewed that implantable neurostimulator (ins) battery may be depleted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v319832, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received noted that the patient was seen on (B)(6) . The patient has 1-1 years left on her implantable neurostimulator (ins). They gave the patient a new program. Symptoms the patient was having was incontinence for the bladder. The nurse was working on getting the patient a new remote. Additional information received on (B)(6) 2015 from the nurse noted that they did an electrode impedence test and everything looked normal. They did a battery impedence test and it showed the patient had less than 6 months. The nurse talked to the manufacturer's representative today and representative confirmed the patient needs ins replaced. She didn't know why the earlier reporter gave us information because she was a receptionist and she didn't give the correct information. The nurse was going to call the patient and get her set up for replacement. They did not give the patient a new program because she just had an ablation procedure and she was spotting and didn't want to change programs. Plus the patient's programmer wasn't working so if she wanted to adjust it she couldn't the nurse said she would press synch on the patient programmer and there was no beep and it would try to synch and then freeze. They tried new batteries in patient programmer and that didn't resolve the issue. The nurse did not proceed to get the patient a new remote since she is going to be getting a new ins and will get a new patient programmer then.

Event description:
It was later reported that the battery calculation on the 8840 was showing a value of 78.6 months. This was a question sent to the representative from the managing md/nurse via email. Tech services reviewed battery information with the 3023. The precise battery calculation result is not what would be expected. A nurse noted it came back showing 78.6 months. The nurse was wondering if the patient was implanted (B)(6) 2009, would that mean she technically has 18 months left or was the nurse wrong?